Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Ventricular septal defect (vsd) is an infrequent but known potential complication of the tavr procedure and can occur with bav or valve deployment. A small vsd may not require treatment and may be treated conservatively. A larger vsd can cause hemodynamic instability and will require surgical intervention. Vsds may be of congenital origin, may be acquired as a result of penetrating trauma, blunt trauma, post-surgical contusion, myocardial infarction or perforation at cardiac catheterization.  Post myocardial infarction vsds is a rare but serious complication, which may result in cardiac wall rupture. Septal perforation develops on the average 2¿3 days after myocardial infarction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the annular rupture and vsd are unknown but may be due to the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), one day post transfemoral tavr procedure and implantation of a 29mm sapien 3 valve, the valve was explanted.  At the time of the procedure the patient had a contained annular rupture with ventricular septal defect (vsd), which were both not initially identified.  On pod1, however, the patient had poor hemodynamics and echo revealed an annular rupture.  The patient was taken back to the operating room.  The sapien 3 valve was explanted and the vsd was repaired with a patch.  After repair, the annulus was significantly smaller than the native size and therefore a 21mm perimount surgical valve was implanted.  The patient was noted to have been discharged and doing well.